Manufacturer narrative:
No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+2.0/110 (sphere/cylinder/axis), tore during loading and there was no patient contact. A replacement lens was not implanted.

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn with debris throughout the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).